Event description:
A malfunction alarm with code malf 12 was reported by the customer, but notable events prior to the malfunction were not identified. Customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact noted. Support provided information to reset the pump, and after the reset, the malfunction did not recur. Customer was able to continue using the pump and was instructed to contact support if the issue reappeared.